Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with moderate tortuosity and heavy calcification. Direct stenting was performed with the xience v 2.75 x 28 mm but resistance was felt with the vessel and the stent would not cross the lesion. During removal, the proximal stent struts encountered resistance with the tip of the guiding catheter and the stent struts became flared. Pre-dilatation was then performed and a promus stent was deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. It was reported that the heavily calcified lesion was not pre-dilated, which likely contributed to the failure to cross. This interaction may have caused damage to stent such that during retraction of the stent delivery system (sds), resistance was felt as the flared stent struts interacted with the guiding catheter. To ensure these difficulties are not the result of manufacturing, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for damage. There was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. In this case, it is likely that the IFU deviation contributed to the failure to cross, subsequently leading to the stent damage and resistance. A review of the lot history record for the reported lot was performed and there were no nonconforming material records that appear to have contributed to the reported complaint. A query of the complaint handling database for the reported was performed and revealed no other incidents.